Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-linear leads; upn: m365sc2317500; model: sc-2317-50; serial: (B)(4); batch: 7077562.

Event description:
It was reported that the patient was experiencing loss of therapy due to lead migration and high impedance. It was also stated that the patient was experiencing increased pain. The patient underwent a lead replacement procedure, and the patient was doing well postoperatively.

Event description:
It was reported that the patient was experiencing loss of therapy due to lead migration and high impedance. It was also stated that the patient was experiencing increase pain. The patient underwent a procedure wherein the leads were replaced and the patient was doing well postoperatively.

Manufacturer narrative:
Sc-2317-50 ((B)(6)). The returned lead was analyzed and visual (microscope) and x-ray inspection of the leads revealed that multiple cables were completely broken at the bent/kinked location of the leads. The bent/kinked location is 2 cm from the set screw mark of the clik x anchor. There were no exposed cables at the fracture location. The leads got kinked after it exited the clik x anchor resulting in the reported complaint. With all the available information, boston scientific concludes that the allegations of inadequate stimulation and high impedances have been confirmed. It appeared that the leads were exposed to excessive mechanical force or movement causing the cable fractures right at the anchor point when the lead migrated. A labelling review found that the reported event of lead migration is a known risk of implanting a pulse generator as part of a system to deliver spinal cord stimulation.